Event description:
A supply manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, the clinic manager clarified that the blood leak occurred immediately upon starting the hd treatment. The blood leak was described as being an internal blood leak. The leak was visually seen in the header of the dialyzer and in the drain. The machine, a fresenius 2008t machine did alarm appropriately with a blood leak alarm. Blood leak test strips were not used. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage to the dialyzer. The treatment was completed the same day with new supplies on the same machine. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supply manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, the clinic manager clarified that the blood leak occurred immediately upon starting the hd treatment. The blood leak was described as being an internal blood leak. The leak was visually seen in the header of the dialyzer and in the drain. The machine, a fresenius 2008t machine did alarm appropriately with a blood leak alarm. Blood leak test strips were not used. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage to the dialyzer.the treatment was completed the same day with new supplies on the same machine. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. A review of the production record was performed. There was one unrelated non-conformance noted on the lot (lot could not be dispositioned in system) and one unrelated temporarily approved deviation notice. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.